Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of failure to capture and noise. The patient passed away. Cause of death was unknown.

Manufacturer narrative:
Further information was requested but not received.